Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient stated ¿everything was going whack¿ and when patient services (pss) asked patient to specify what patient mean, patient indicated that it used to take him only 2 to 3 hours to charge fully, and now it was taking 8 hours to get a quarter. Patient spoke to his doctor and they thought probably the internal battery ¿went bad¿ or ¿he did not know¿. Patient noted he did not know if his programmer or his implant battery. No further complication and no symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there had been no changes to the patient's activity level which contributed to this issue, and the problem was that the ins battery was not charging to 100%. The patient stated that he informed his healthcare provider (hcp) pf the issue and his hcp informed the manufacturer, but no other steps had been taken and the issue was not resolved. No symptoms were reported. There were no reported complications and no further complications were expected.